Event description:
Philips received a complaint on the patient information center ix indicating that a couple of units were stuck in service mode. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and logged in remotely. The rse noted that all hosts were in service mode. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The rse assisted the customer by issuing a command to reconnect all of the hosts. After this, the system operated as intended again.